Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Surgeon's distal cut was over a mm deep. Could you look into this and maybe help us to understand why the bone didn't turn red since it was greater than .75mm? Surgeon has been using a green probe to check his cuts and when there are cuts that are .75mm deep on one side or both, I would love to better understand the reasons behind how this happens. Case type: tka.

Manufacturer narrative:
Reported event: it was reported ¿surgeon's distal cut was over a mm deep. Could you look into this and maybe help us to understand why the bone didn't turn red since it was greater than .75mm? Surgeon has been using a green probe to check his cuts and when there are cuts that are .75mm deep on one side or both, I would love to better understand the reasons behind how this happens. Case type: tka¿. Product evaluation and results: review of the case session files was not performed as case session data was not provided. Product history review of the device history records associated with rob532 indicate that on 13/02/2017 quality inspection procedures were completed with no reported discrepancies. Complaint history review a search of the complaint database under device identification pn 209999 reports no similar complaints for tka software - software error. Conclusions: the failure could not be determined as no case session data or logs were provided after three communication attempts were made. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Surgeon's distal cut was over a mm deep. Could you look into this and maybe help us to understand why the bone didn't turn red since it was greater than .75mm? Surgeon has been using a green probe to check his cuts and when there are cuts that are .75mm deep on one side or both, I would love to better understand the reasons behind how this happens. Case type: tka.